Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found the customer adulterated the pump. Review of the device history record shows that the installed input/output printed circuit board (I/o pcb) belongs to an unknown unit. This is an indication that the I/o pcb is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of device tampering was discovered. It is unknown whether or not the device was used on a patient after it was tampered with by the customer.